Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3. Initial reporter occupation unknown. One device was returned for evaluation in good condition. Functional testing was performed in accordance with the procedure confirming the customer's reported problem. Visual inspection was not performed. The root cause was a faulty heater. Faulty heater was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that with the device the temperature does not rise. There was unknown patient involvement.